Manufacturer narrative:
An assessment of the event was performed by valeant medical personnel. The event is possibly related to the product. The product was not returned and the lot number was not reported. The manufacturer's investigation identified no causal factors and no conclusion can be drawn.

Event description:
Doctor reported a female patient developed tissue necrosis after using lidocaine buffered with onset dialed to pdl injection. The patient experienced tissue sloughing one week after dental treatment. Patient has no pain currently and tissue is now covering exposed bone. No intervention was required.